Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon went to impact the humeral head implant onto the stem and the humeral head would not stay engaged on the fracture stem."